Event description:
A pharmacist reported that the superior haptic of an intraocular lens (iol) was broken during implantation, when the iol was already in the patient's eye. The iol was removed but immediate replacement was no possible. A second surgery was required for implantation and vitrectomy. The cornea was reported to be "fragilized". Additional information ahs been requested but not received.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).